Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection had come apart. The customer's blood glucose level was 316 mg/dl and it was addressed with a bolus. The customer stated that the luer lock connection may not have been tight enough. The customer primed the tubing and resumed insulin delivery.